Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Mother of customer called in via phone she is not with her daughter and her daughter is driving home. This morning her pump was beeping and she just got the training yesterday. Her pump was reading 40, but her blood glucose was 200 +. The pump went into thresh suspend. Mom wants to know if she should take it out and lets start over. Advised to have daughter call in to troubleshoot pump.

Manufacturer narrative:
The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's age information has been changed to (B)(6).